Manufacturer narrative:
Investigation - evaluation: a review of the device history record, quality control, and visual inspection of the returned device was conducted during the investigation. A visual examination of the sealed outer package image shows that the package contained free floating foreign matter (most likely a hair strand) from an unknown source. A document-based investigation was performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; the root cause was determined to be related to manufacturing. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported, upon opening a flexor high-flex ansel guiding sheath a hair was observed in the packaging. There was no patient involvement.